Manufacturer narrative:
An attempt was made to gain additional information from the article author(s) and this has been unsuccessful. The findings of the study are summarized in the article: joseph w. Hackler, zhiyuan sun, bruce d. Lindsay, bruce l. Wilkoff, mark j. Niebauer, patrick j. Tchou, mina k. Chung. Effectiveness of implantable cardioverter-defibrillator lead coil treatments in facilitating ease of extraction. Heart rhythm. 2010, july; 7 (7): 890-897. (B)(4).

Event description:
Boston scientific received information from a study designed to evaluate the effectiveness of implantable cardioverter defibrillator (ICD) lead coil treatments regarding their ease of extraction. The study involved 329 patients. There were 284 patients who had standard coil ICD leads and 45 patients had treated coil ICD leads; 17 with polyester (eptfe) and 28 with medical adhesive back-filled (mabf). The majority of explants were related to infection (n=301). Other reasons for explant were incessant pain (n=1), lead fracture (n=2), device recall (n=1), lead no longer needed/patient request (n=11), proarrhythmia (n=1), and the unknowns (n=11). Two patients had encountered pericardial effusions. One of these patients required operative repair. Of the total population, the mean age was (B)(6) years with 80% being male.